Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient experienced headaches and blurred vision and went to the hospital. Patient's blood glucose levels were not dropping below 150 mg/dl. While at the hospital, the patient received a message that there was no active pod. Patient received insulin for treatment.